Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during the study procedure, the intracranial carotid dissection was occurred. Therefore, stenting of carotid dissection was performed along with medical management in response to the patient¿s dissection. The procedure was completed, and the event was resolved with the thrombolysis in cerebral infarction (tici) score of grade 2a. The patient was discharged with institute of health stroke scale (nihss) of 13. It¿s indicated that there was relationship between the event to the subject device (retriever) and index procedure. No other information was provided.

Event description:
It was reported that during the study procedure, the intracranial carotid dissection was occurred. Therefore, stenting of carotid dissection was performed along with medical management in response to the patient¿s dissection. The procedure was completed, and the event was resolved with the thrombolysis in cerebral infarction (tici) score of grade 2a. The patient was discharged with institute of health stroke scale (nihss) of 13. It¿s indicated that there was relationship between the event to the subject device (retriever) and index procedure. No other information was provided. Update information: based on additional information received on 03-august-2022 from the medical safety indicated that the initial reported dissection (in ibm edc) has been cancelled in medidata edc. It means that the dissection was initially reported but later the site considered there was no ae to report.

Manufacturer narrative:
B1 averse event/product problem: corrected :no adverse event . B2 outcomes attributed to ae : corrected : no outcomes attributed to ae. H1 type of reportable event: corrected : no serious injury. Device code grid : corrected: no apparent adverse event. F10 / h6 health effect - clinical code: corrected to: no health consequences or impact. F10 / h6 health effect - impact code: corrected to health impact code grid. B5 executive summary: updated. Based on additional information received on 03-august-2022 from the medical safety indicated that the initial reported dissection (in ibm edc) has been cancelled in medidata edc. It means that the dissection was initially reported but later the site considered there was no ae to report. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the study procedure, the intracranial carotid dissection was occurred. Therefore, stenting of carotid dissection was performed along with medical management in response to the patient¿s dissection. The procedure was completed, and the event was resolved with the thrombolysis in cerebral infarction (tici) score of grade 2a. The patient was discharged with institute of health stroke scale (nihss) of 13. It¿s indicated that there was relationship between the event to the subject device (retriever) and index procedure. No other information was provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient vessel dissection' is known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.